Event description:
The user facility reported a 68-year-old female was being placed on impella 5.5 support for mechanical circulatory support. The medical team was unable to advance the impella 5.5 through the artery. Therefore, the impella 5.5 implant was aborted and an impella cp was subsequently placed for patient support.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.